Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the bottom slide of the device allegedly failed to prime. No coaxial was used and the procedure was completed with another device. There was no reported patient injury

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The investigation is inconclusive for the reported failure to prime self-activation, as functional testing was not performed due to sample condition (incidental bend). An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the left side bumper was bent. The bent left bumper likely contributed to the incomplete cannula tang engagement and could have contributed to the reported self-activation and failure to prime. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the bottom slide of the device allegedly failed to prime. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.